Event description:
The patient presented to the emergency room after receiving several shocks as a result of lead noise. A decrease in r-waves was noted. The sense/pace portion of the lead was capped. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.